Event description:
A surgeon reported that fragmentation could not be performed. The cassette was changed and the console worked properly. There was no pt harm reported. Multiple attempts have been made to obtain additional information; however, none has been received.

Manufacturer narrative:
The sample was functionally tested and found to be nonconforming due to a functional cut failure. The probe was found to be conforming to aspiration requirements. The probe was disassembled and the components inspected. Resistance was felt while removing the inner cutter from the bent needle. The inner cutter shaft exhibited significant wear marks at the bend area (which suggests that the probe had been actuating while in a bent condition). The cutting edge of the inner cutter exhibited significant wear marks. The device history records for the component lots were reviewed. The associated lot (4) was released based on the manufacturer¿s acceptance criteria. Unrelated process abnormalities were detected during manufacturing that had been mitigated through rework. The complaint ¿fragmentation could not be performed¿ with the 23ga probe, was caused by the worn cutting edge. This failure was compounded by the bend and cracked-bond condition of the probe. Significant wear on the cutting edge indicates that the probe was initially working properly. The cause of the bent condition cannot be determined. (B)(4).